Event description:
It was reported that the remote monitor was unable to pick up any reading from the implantable cardiac monitor (icm) to send transmissions. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to pick up any reading from the implantable cardiac monitor (icm) to send transmissions. The icm remains in use. No patient complications have been reported as a result of this event.